Event description:
Per the physician, the patient was explanted due to an infection and necrosis at the site of the device. The patient was administered antibiotics (type not reported) which did not alleviate the issue. The patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report the following month.